Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump found to had open downstream occlusion seal during pretest. There was no patient involvement. However, this failure mode may lead to fluid ingress into the pump which will interrupt therapy and potentially impact patient if it reoccurs during infusion.